Manufacturer narrative:
The event date has been approximated to (B)(6) 2018, the date of the transvaginal rectal exposure mesh removal procedure to treat the event of rectal mesh erosion. However, it is unknown when the rectal mesh exposure first occurred. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a combined mesh procedure performed on (B)(6) 2017. According to the complainant, the patient experienced rectal injury and rectal mesh exposure which required surgical treatment. On (B)(6) 2018, the patient underwent transvaginal rectal exposure mesh removal and temporary colostomy procedure in the operating room. On (B)(6) 2018, the patient was cured and colostomy closure was also performed. Reportedly, there was no sexual pain felt.